Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16; checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached 362mg/dl while wearing the pod on her arm for between 24 and 36 hours. She stated that the cannula appeared to have a small bend near the top when the pod was removed. Treatment included giving boluses and then changing the pod, when the boluses seemed to be ineffective. The patient's blood glucose and insulin history is as follows: time: bg (mg/dl), bolus(u): 2:00pm: 282, 6.5; 3:15pm: 362.